Event description:
As reported by the user facility: pump was setup for a primary and secondary infusions. At approximately 1900, this rn noticed that there may have been a malfunction with braun pump. The IV pump was programmed to deliver piperacillin-tazobactam (zosyn) 3.375 gram in sodium chloride 0.9% (ns) 50 ml ivpb at 12.5 ml/hr and started at 17:53. At shift change approximately one hour later, this rn found the IV bag empty, which was inconsistent with the expected remaining volume. This suggested the pump may have infused the medication at a rate different from what was originally programmed and verified. The infusion was stopped, the charge rn was notified, and the pump and medication bag were removed from patient's room.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.